Event description:
It was reported that during a urinary organ procedure, the hand switch did not activate properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.